Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes. According to the reporter, when external pacing was initiated, the device alarmed connect electrodes and would not pace the pt. Also, according to the reporter, when the device was charged to deliver a defibrillation countershock, the device alarmed energy not delivered. A backup defibrillator at the scene was immediately used and the pt transported to the hosp. Pt outcome is unk.